Manufacturer narrative:
Per the user guide: always ensure that there are no air bubbles in the tubing when filling. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill notification was received, and difficulty was encountered when filling the cartridge with insulin (syringe needle bent). Cartridge was filled without changing supplies. Reportedly, customer did not remove air from the cartridge prior to filling it with insulin. Blood glucose was 163 mg/dl.